Manufacturer narrative:
Device evaluation begun, but not yet completed. Additional lot # 700307

Event description:
It was reported that, with the device in the breathing circuit of respiratory care, a patient's increased airway pressure was noted resulting in dyspnea and increased respiratory rate. Removal of the device alleviated the symptoms. No residual patient sequelae were reported.